Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported that, the moisture damage was happened in the night, child woke up because felt pain in abdomen, it turned out that insulin leaked past both o-rings and there is fluid in pump. Pump is vibrating without any alarm and buttons are not working. The blood glucose was 580 mg/dl at the time of the incident. The insulin pump will not be returned for analysis. The reservoir will not be returned for analysis.